Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a right lower extremity revascularization procedure using a 6f sheath. Reportedly, when attempting the first device, a cuff miss [suture retrieval issue] occurred. A second proglide device was attempted; however, the plunger could not fully engage and no "click" was heard. There was difficulty removing the device. After cycling the foot a few times, the device eventually came out. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.